Manufacturer narrative:
Evaluation: the device was evaluated on-site at the customer facility. The condition of battery depleted set alarm was confirmed through the event history due to depleted main batteries. The main batteries and harness were replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. Additional information: this device is a remediated colleague pump with a user interface module software version of 6.13.92. (B)(4).

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a damaged battery alarm. Baxter's review of the device event history found that a battery depleted set alarm interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. The software version of this device is currently unknown. No additional information is available at this time.